Manufacturer narrative:
Type of investigation not yet determined. Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has failed its leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the issue for leak test failed - unspecified test. The fse replaced word out leads and added printing paper. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.